Manufacturer narrative:
Received one device. Visual inspection found incorrect assembly process between inflation line and tracheal tube. Bronchoscope not available for analysis. Incorrect assembly of inflation line to the tracheal tube.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the bronchoscope fiber was inserted into the tube, there was a protrusion inside and it became stuck and would not pass. There was patient involvement, and no patient harm/adverse event reported.